Manufacturer narrative:
A ge service representative performed an on site investigation. The sbc board, video controller, system interface, display adapter, image processor, backplanes, generator interface, fluoro functions, and backplane mount were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field engineer reported intermittent no boot on the system. There is no report of death or serious injury associated with the event.